Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: adhesion of screws to fix tip cover peeled off. Adhesion of tip probe fixing screw peeled off. Insufficient angle; angle play; objective lens adhesive peeling; a rubber (bending section cover) adhesion floating; a rubber adhesion chipped; cracked a rubber adhesion; aw (air/water) cylinder paint peeling; scratches on case; objective lens scratches; discoloration of probe; floating probe; ig (image guide) snake tube scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was not possible to further confirm the suggested phenomena from the information obtained in the results of the investigation. However, as a result of reviewing the instructions for use, a description was found that pertains to the suggested phenomena: instruction manual; evis lucera ultrasound gastrovideoscope; olympus gf type uct260. For safe use: handling and general precautions. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result on the ultrasound image or endoscopic image. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the ultrasonic gastrovideoscope adhesion of screws to the fix tip cover peeled off. There were no reports of patient involvement.